Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use of reported pro ducts. The right rod between l3-4 and the left rod between l4-5, which were connected last time, broke. S1 left screw s5mas f6.4x45 lot.h5364918 screw broke. All rods and screws were removed from the caudal side of the connection part. Eight products of l4,5, s1and isbs were removed and replaced. It was connected with rod and fixed and strengthened with 4 rods. The broken screw was removed using a bone screw trephine, so there is no residue inside the body. It was mentioned as regarding the rod on the right side, it was not possible to identify whether it was during the first or second r e-operation. If it is the first re-operation, it will be (B)(6) 2020. If it is the second re-operation, it will be (B)(6) 2020. Perhaps the rod on the left was implanted during the first surgery on (B)(6) 2019. The screw on the left side of s1 was been implanted during the first surgery on (B)(6) 2019. No further complications reported.